Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-08153. It was reported that the patient experienced ineffective therapy. Lead diagnosis revealed multiple high impedances on the lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced. The lead is still implanted with high impedances and may need surgical intervention at a later date to address the issue.